Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Caller reports neonate patient reportedly received result of 24 mg/dl on the performa system and result of 48 mg/dl measured with serum in the lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device.